Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the pt has not been revised. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported the pt was implanted a cls stem 145 degrees, p64 on the left side on (B)(6) 2004. Currently the pt is being monitored due to unk reasons.